Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having backup battery fault alarms again. The patient was swapped to their backup system controller the last time they were in clinic. It was hoped there would be no more backup battery fault alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was unable to be confirmed. Log files were not available for review. The system controller (serial unknown) was not returned; however, the backup battery (B)(6)) was returned for testing in unremarkable condition. The backup battery was functionally tested and passed all tests. No functional anomalies have been found during investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Initially provided information indicated that the patient swapped to their backup controller at their last clinic visit. A root cause for the reported event could not be conclusively determined through this investigation. The system controller serial number was not provided, therefore a DHR review was not performed for the controller. The 11v backup battery (serial number: (B)(6) was inspected and accepted into the receiving inspection storage location on 26jun2025 and passed all manufacturing testing prior to being initially shipped outbound on 07jul2025 via outbound delivery order. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. B) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU (rev. B) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.